Event description:
In 2008, the occupational health and safety nurse alleged that nine employees at their facility experienced reactions after using caviwipes over one year ago. Six of the nine employees experienced headaches, watery eyes, and irritation while using caviwipes. These reactions abated once the employees stopped using the product and no further problems were experienced. This report is for the second of three employees, that required medical intervention.

Manufacturer narrative:
This employee reported anaphylactic reactions on two different occasions from the use of or proximity to caviwipes. The employee was treated with epinephrine and intravenous benadryl. The reaction abated once the employee stopped using the product with no further problems. Because the employee sought medical treatment for the reported reactions, this incident is reportable. No evaluation was performed. The part and lot number involved was unknown; therefore, evaluation of retain samples could not be conducted. Additionally, the hospital did not return any suspected product to metrex research corporation for evaluation.